Event description:
Pt undergoing cardiac catheterization, and during deployment of a vasoseal device (collagen plug), the tip of the locating wire fractured. This piece most likely embolized distally into the pt's right lower extremity. MFR contacted, and they report that this is a known complication of this device. It is unlikely that any adverse effect will occur, and no treatment was recommended.